Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ps3 power supply that was removed and replaced. Additionally, the hand switch was also replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9900 fluoroscopy system had a failure of the vertical column lift. Additionally, the handswitch was found to be damaged and needed to be replaced.